Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "[the doctor], nephrologist, notes that such catheters have been unpacked and in use for several months, and after only about 3 months they no longer work, as constrictions occur at the extensions." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows the extension lines of an in-use vectorflow catheter. There are slight compressions visible in both extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The customer report of compressed extension lines was confirmed by visual inspection of the customer supplied photo. Manufacturing and design assurance were contacted , and it was determined that the observed damage may be considered a failure of module requirements. Based on the customer report and photo received, the most likely root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "[the doctor], nephrologist, notes that such catheters have been unpacked and in use for several months, and after only about 3 months they no longer work, as constrictions occur at the extensions." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.